Event description:
A patient's light adjustable lens (lal, sn: (B)(6), +9.0d) was implanted on (B)(6) 2025 during primary cataract surgery in the right eye. Postoperatively, on (B)(6) 2025, a retinal tear with detachment was diagnosed in the right eye. A surgical procedure was performed on (B)(6) 2025 to repair the retinal detachment. At the patient's postoperative exam, on (B)(6) 2025, the patient reported involvement in a car accident on (B)(6) 2025. On (B)(6) 2025, macular edema and epiretinal membrane were diagnosed in the right eye and the lal was noted decentered. On (B)(6) 2025, the patient underwent a secondary surgical procedure consisting of a pars plana vitrectomy, epiretinal/internal limiting membrane peel, and lens repositioning. On (B)(6) 2025, the patient complained of dysphotopsia in the right eye. On (B)(6) 2025, an additional surgical procedure was performed to reposition the lens in the eye.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference#: (B)(4).